Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the menu control knob is missing, analysis could not confirm the comment that the device got wet. Analysis also noted that the ventricular output connector was damaged, hanger was cracked, main printed circuit board (pcb) was damaged, upper case was broken around menu encoder, the battery drawer sticks and both display wires were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing control knob and may have got wet. The device was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.